Event description:
It was reported the patient has an initial left total knee arthroplasty. Subsequently, patient had a manipulation under anesthesia on an unknown date due to arthrofibrosis, stiffness, pain, and decreased rom. Patient now reports swelling since arthroscopy. Subsequently 1st stage revision due to suspected infection. During the procedure noted scar tissue and erosive changes to the medial tibia. All components and cement removed. Nail and antibiotic cement implanted without complications.

Manufacturer narrative:
(B)(4). During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. Additional associated products & mdrs: 42502605801 femur cemented cruciate retaining (cr) std lt iz 5 lot# 63784658, MDR: 3007963827-2023-00046. 42532006701 tibia cemented 5 degree stemmed lt sz d lot# 63987513, MDR: 3007963827-2023-00047. 42511200413 articular surface fixed bearing ultracongruent lt 13mm lot# 62638083, MDR: 0002648920-2023-00044. 42557000114 stem extension tapered cemented 14mm dia +30 mm lot# unk, MDR: 0001822565-2023-00637. Additional associated products: unk competitor bone cement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.